Event description:
On (B)(6) 2012, a battery indicator issue with the meter was reported to lifescan. The meter reportedly would not let the patient test right after the battery low sign comes up for the first time. According to the user manual, the user should be able to conduct 100 tests after battery indicator symbol appears. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.